Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the implant feeling like it was deep was not determined. The programmer not working reliably caused or contributed to this issue. It was reported that the issue was not resolved and no further action will be taken the cause of the communication difficulties determined to be from manufacturing quality. It was reported that the issue was not resolved and no further action will be taken.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient was scheduled for an MRI on tuesday. The nurses told them to put the device into MRI mode. Walked the caller through putting the device in MRI mode and how to deactivate and re-activate. The patient was able to successfully connect to the stimulator. They noted that they always has difficulty connecting the communicator and handset to the stimulator. The patient said, usually they were not wearing anything when they were trying to connect. Usually, it was over the skin. The issue had been going on since they got the device installed about a year ago. The patient said the implant felt deep but they could feel the lead. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.